Manufacturer narrative:
Addition to health effect - impact code: f15 - recognised device or procedural complication. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. Device photograph(s) for the device related to the reported event of rupture were received. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ creases are observed. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side device rupture. Device has been explanted and replaced with non-allergan.